Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 09/06/2016. Device returned to manufacturer? Yes. Device evaluation: the preloaded insertion system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the tip of the cartridge was deformed. No cracks were observed. No excess material on molded cartridge such as flash was detected. The intraocular lens (iol) was observed stuck at the cartridge tube. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant date: if implanted, give date: not applicable as the lens was not implanted. Explant date: if explanted, give date: not applicable as the lens was not implanted and therefore not explanted. Initial reporter email address: unknown, not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling but prior to insertion, the tip of a preloaded insertion system, model pcb00, was noticed defective. No patient contact reported. Additional information was received and it was learnt that the tip appeared like it had a rough spot and the surgeon didn't want to use it. Reportedly another pcb00 was used and the surgery went well. No further information was provided.